Manufacturer narrative:
The concerto coil was returned for evaluation with pushwire and implant coil were still attached. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The implant coil was found to be damaged and stretched with the polypropylene filament intact. The customer report of non-detachment was confirmed. The cause for the non-detachment could not be determined as the concerto coil performed as intended with an in-house instant detacher. All parts of the pushwire that could affect the detachment were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling procedure of y90 mapping, the coil would not detach with instant detacher. The coil was removed from the patient. Another coil was deployed and detached to the target vessel without incident. The procedure was successfully completed with six coils. No patient injury was reported as a result of the procedure.